Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillators (s-ICD) system was explanted due to infection. The infection was caused by the patient twisting the device in the pocket. The twisting motion pulled the electrode into the pocket. The hospital retained the electrode for analysis of infection. The s-ICD was returned.